Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death is estimated. There was no reported device malfunction and the product was not returned. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2010, a 3.0x23mm xience v stent was successfully implanted in the distal circumflex and a 3.5x23mm xience v stent was successfully implanted in the proximal left anterior descending coronary arteries. No coronary issues were reported, but on (B)(6) 2013, the patient experienced an adverse event and died later from unknown causes. An autopsy was not performed. There was no additional information provided.